Event description:
It was reported by service report that the footboard screen is blurry. It is unknown if there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Fowler angle was out of calibration.